Event description:
It was reported that the patient had high impedances. The patient underwent a spinal cord stimulator (scs) lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.